Manufacturer narrative:
(B)(4). Batch # p58812. Device evaluation: the analysis results found that a sr75 reload was received with both gripping surface broken off making the reload nonfunctional. No functional testing was performed due to the condition of the reload. Although no conclusion could be reach as to what may have caused the found damage of the cartridge, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. In addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify how the cartridge reload was "broken on firing"? Was the reload unable to be fired (meaning no staple line or cut line was delivered)? Or was there damage to the cartridge itself? If yes, please provide further detail of the damage.

Event description:
It was reported that during an unknown procedure, the cartridge of linear cutter was broken on firing. There were no patient consequences reported.